Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient's ipg was explanted on (B)(6)2021 to resolve the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that a revision or removal of the patient's ipg may take place on (B)(6) 2021. Reason unknown. No further information is known at this time.